Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to remove the medication. The technical support specialist (tss) dialed into the server, followed the knowledge article unable to remove no access. The customer reported that the medications appearing greyed out during removal and the user account was provided. The user was confirmed to have the respiratory role, with appropriate areas assigned and security groups for respiratory and supplies enabled under user roles. Tss ran a structured query language to verify that all medications in the affected storage space were correctly assigned to the respiratory security group. Since no discrepancies were found, the customer was requested to provide sample medications that appeared greyed out for further review, but no response was received and tss proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the nurse was unable to remove medication as all options were greyed out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the nurse was unable to remove medication as all options were greyed-out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.